Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# unknown, implanted: (B)(6) 2013. Product type: catheter: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter: product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
A representative reported that a patient¿s catheter was replaced on the day of the report due to occlusion. The new dosing was reduced from morphine 30 mg/ml to 15 mg/ml. The pump tubing was cleared of 30 mg/ml and the catheter was primed with morphine 15 mg/ml. The representative reported that the patient was not getting the 30 mg/ml medication for the last two months. It was later reported that the occlusion was found upon doing a dye study, so the entire catheter system was replaced with a new catheter. The patient was doing great now. It was later reported that, prior to the revision, the patient was not getting adequate pain relief. A disconnection was found at the connection pin of the connector.